Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, several episodes showing noise on both channels were recorded in the device memory. The real time tests did not show any anomaly. The leads impedance measurements were within normal range.